Event description:
It was reported that during a rotational atherectomy treatment procedure, unstable speed occurred. The 99% stenotic lesion was located in the calcified and moderately tortuous mid right coronary artery. The physician advanced the 1.50mm rotablator rotalink burr to the lesion and during ablation the rational speed became unstable. The procedure was completed with another 1.50mm rotablator rotalink burr. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).